Event description:
After administration of tpa for stroke treatment, the perclose a-t device was used to suture the artery. After the suture was deployed, the md was unable to remove the guidewire or sheath. Arterial bleeding from the insertion site was occurring. The pt was taken to the o.r. Emergently and the guidewire and sheath were removed.